Event description:
Reduced visual acuities (right eye)[visual acuity reduced]. Dislocated iol[intraocular lens dislocation]. Case description: spontaneous literature, loc. Ref. 03-00342 a literature article (eye (2003) 17,272-273) reported that a pt underwent in 1987 uncomplicated right extra capsular cataract extraction and implantation of a sulcus fixed pearce tripod polymethyl methacrylate (pmma) posterior chamber intraocular lens (iol). Pt had a pseudoexfoliation although no zonular weakness was noted at the time of the surgery. Pt had previously undergone uncomplicated left endocapsular cataract extraction with insertion of a pierce tripod iol. In 2001 the pt experienced reduced vision in their right eye. Pt's visual acuity was counting fingers only in the right eye and in the left eye. Furthermore the posterior capsular remnants and iol in their right eye were found to be subluxed inferiorly. After four days the pt underwent removal of the dislocated iol. An anterior chamber vitrectomy was performed and anterior chamber iol was inserted. Postoperatively pt's visual acuity improved to 6/6 with appropriate spectacle correction. The author reported that the presence of pseudoexfoliation is of particular importance in that pt undergoing cataract surgery, as it is associated with an increased risk of perioperative complications such as zonular dehiscence, capsular rupture, vitreous loss and spontaneous late dislocation of the iol. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor manufacturer or product caused or contributed to the event. Case comment: common causes of iol dislocation are asymmetric loop placement, sunset syndrome, loss of zonular support for a lens fixated in capsular bag, and pupillary capture of the iol optic. Pts with pseudoexfoliative syndrome are in addition at increased risk of perioperative complications such as zonlar dehiscence, capsular rupture and vitreous loss. Based on the info received, one could conclude that the pt's underlying condition pseudoexfoliative syndrome, most likely contributed to the dislocation.